Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. It was reported that multiple cartridges did not fit onto the pump. Ultimately, the customer was able to successfully loaded a cartridge on the pump. Customer's blood glucose level was 300 mg/dl.